Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating the pump are was not working properly. There was no additional information available for this complaint. Customer support (cs) has made several attempts to contact the patient and was unsuccessful. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: the battery compartment was cracked along side of the pump. The threads on the battery cap were stripped.